Event description:
Curity ultramer foley cahteter. This catheter (curity, 16 fr. 5cc balloon) was opened onto the sterile field. The scrub tech tested the 5cc balloon with 5cc normal saline and the balloon broke. This cath is clean. Product problem reported to usp and FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.